Event description:
Information received from the field notes that the patient was admitted to the hospital with a suspected lead fracture. Thresholds had increased and noise was significant on the lead. The physician's assistant reported that the patient had a fall which caused the lead to fracture. The patient had an underlying rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received